Manufacturer narrative:
The reported events of sensing anomaly and failure to capture were confirmed, but high pacing lead impedance was not confirmed. A complete lead was returned in one piece with the helix found extended, bent, and clogged with blood and tissue. Electrical testing found an internal short between conductor paths. Destructive analysis found the inner insulation was punctured at the distal region consistent with procedural damage. The cause of sensing anomaly and failure to capture was due to the punctured inner insulation consistent with procedural damage. Electrical testing, visual and x-ray examinations were normal with no anomalies found.

Event description:
It was reported that during initial implant procedure, two right ventricular (rv) leads exhibited a poor sensing, high pacing impedance and loss of capture. The leads were not used and after a third attempt made, a different rv lead and was ultimately implanted. The patient was recovering.